Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the light levels in the boom axes controller platform (acp)4 were low. The fse replaced the spider cable and conducted further evaluation. After the cable replacement, the light levels improved significantly, and a motion test was performed by raising and lowering the boom several times. There were no active errors after the spider cable was replaced. The root cause is attributed to a faulty fiber cable within the acp4 causing communication issues in the patient side cart (psc) boom. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer reached out to the technical service engineer (tse) concerning an error message, a targeting issue, and the unavailability of the patient side cart (psc) drive. The customer indicated that they were in the midst of a surgical procedure but were not utilizing the psc at that time. They mentioned having pressed the red emergency power off (epo) button on the psc to reboot the system, which resulted in a "self-test in progress" message. The tse advised the customer to reboot the system. Upon rebooting, the system powered on, homed without any errors, and the psc became operable. The customer noted that the error had surfaced once before initiating the surgical procedure and once during it, yet they proceeded with the procedure. The tse examined the system logs and identified errors 25730, 32114, 40068, and 25760. In a subsequent call, the customer reported that the issue persisted, with the fault reappearing while the psc was undocked. They inquired about replacing the psc with another unused unit, expressing a reluctance to continue using the faulty psc. The tse confirmed that a swap was feasible as the systems were on the same software revision. Following this, the field service engineer (fse) observed low light levels on acp4 and replaced the spider cable, which substantially enhanced the light levels on asp4. The fse conducted multiple boom adjustments and an extensive test drive, concluding that there were no active errors post-replacement, and the system was ready for use. Eventually, the fse completed the psc replacement with the designated system. The procedure was converted to another dv system with no reported injury.